Event description:
We received a report that during implantation of an intraocular lens (iol), the patient's eye could not accommodate the iol; the lens ''sunk in''. The doctor removed the lens and implanted an anterior chamber lens instead. To remove the iol the incision had to be enlarged. Patient reported to be doing well. No other information was available.

Manufacturer narrative:
The device was returned to the manufacturer. Visual examination of the intraocular lens (iol) at (B)(4) magnification revealed that the lens was received with surface residuals adhered to both sides of the optic body compatible with handling the lens out of a sterile environment and having been removed from the patient's eye. No other unacceptable cosmetic condition was found in the returned sample. Based on the investigation no cosmetic defects related to manufacturing were found in the returned lens. The reported events were caused by the patient's eye as it could not could not hold the lens as described in the initial report. Manufacturing records were reviewed: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.